Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal to mid left anterior descending artery. The quantum maverick balloon catheter was advanced to the lesion. Upon the first inflation, the balloon was inflated for approximately 5 seconds and ruptured at 12 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.